Event description:
It was reported patient is experiencing pain at the ipg site after losing 100 pounds due to gastric bypass surgery. As a result, surgery may occur in the future.

Manufacturer narrative:
Date of event is estimated please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket (B)(4). The initial submission attempt was performed on (B)(6) 2022.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.